Event description:
The customer reported that the system locked up. The urology system did no pt harm.

Manufacturer narrative:
The service rep downloaded the error logs and found no errors related to the problem. The rep took numerous fluoro shots and moved the table to verify proper. System operates as intended.